Manufacturer narrative:
Correction: b5: field should reflect no over current detection alert. Correction: h6: codes should reflect no charging problem.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2023. Additional malfunction of over-sensing was noted. No further patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with dislodgement, signal artifact, high capture thresholds, high pacing impedance, low r-wave sensing, and lead fracture. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds, high pacing impedance, low r- wave sensing and lead fracture. As received, a partial lead (only connector portion) was returned in one piece. Unable to perform helix mechanism/extension test since due to the helix was not returned for analysis. The reported events of high capture thresholds, high pacing impedance, low r-wave sensing, and lead fracture were confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead caused by friction to the device can. Sem analysis verified that all filars of the inner coil were fractured in this location. The cause of the reported events was due to fractured inner coil and exposure of the outer coil at the abrasion region.

Manufacturer narrative:
Additional information: h6: code: 1260-fracture should still be included in field h6 of the report.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2023. Additional malfunction of over-current detection alert and over-sensing was noted. No further patient consequences were reported.